Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that: 58-year-old patient hospitalized for recanalization of the left iliac vein under local anesthesia. During the intervention, the distal end of the guide ruptures at within the thrombosis and remains in the left iliac vein of the patient. Recanalization failed due to inability to lower a dilatation balloon, linked to the vessels configuration. A reschedule of the procedure under general anesthesia is being programmed. Clinical consequences observed: presence of a foreign body intravascularly. Surgery reschedule coming up. Provisional measures and undertaken actions: the device has been kept for analysis.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that: 58-year-old patient hospitalized for recanalization of the left iliac vein under local anesthesia. During the intervention, the distal end of the guide ruptures at within the thrombosis and remains in the left iliac vein of the patient. Recanalization failed due to inability to lower a dilatation balloon, linked to the vessels configuration. A reschedule of the procedure under general anesthesia is being programmed. Clinical consequences observed: presence of a foreign body intravascularly. Surgery reschedule coming up. Provisional measures and undertaken actions: the device has been kept for analysis.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that: (B)(6) patient hospitalized for recanalization of the left iliac vein under local anesthesia. During the intervention, the distal end of the guide ruptures at within the thrombosis and remains in the left iliac vein of the patient. Recanalization failed due to inability to lower a dilatation balloon, linked to the vessels configuration. A reschedule of the procedure under general anesthesia is being programmed. Clinical consequences observed: presence of a foreign body intravascularly. Surgery reschedule coming up. Provisional measures and undertaken actions: the device has been kept for analysis.